Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. It was not reported whether the patient was hospitalized prior to death. Dianeal therapy was ongoing until the day of death. It was not reported whether the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.